Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported that the unit was not power on.the customer reported there was no patient involvement.

Manufacturer narrative:
Ms. (B)(6).